Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that the insulin pump no longer gets a low battery alert. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the battery has to be changed within two weeks of inserting it. No troubleshooting occurred. The customer also reports issues with squirting insulin while priming, rewind anomaly, and no delivery alarms. No further details were given. The device will not be returned for analysis.